Manufacturer narrative:
Evaluation completed. One opened bl5325w pack from lot v4129 was returned. Visual inspection found the collection cassette missing. The tubing was wadded and tangled up inside the pack tray. There was fluid in the lines and in the IV spike drip chamber. Visual inspection found a large kink greater than 50% just behind the male locking lure connector on the irrigation line (that connects to the handpiece irrigation port). A functional test could not be performed due to the missing collection cassette.

Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.

Event description:
The user facility in (B)(6) reported the irrigation flow was insufficient. There was a kink on irrigation tube. The pack was replaced with another and the surgery was completed. No patient injury reported.